Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depression, anxiety and urinary frequency. Concomitant products included citalopram hydrobromide (celexa). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mensrtuation"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dyspareunia and weight decreased had resolved and the menorrhagia, abdominal pain, headache, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In (B)(6) 2009, total bilateral occlusion, tubes were blocked; essure placement was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depression, anxiety, urinary frequency, back pain, allergic rhinitis, cervical dysplasia, human papilloma virus infection, cough, dysuria, reflux esophagitis, persistent vomiting, sprained back, dysphagia, acute sinusitis and carbuncle. Concomitant products included citalopram hydrobromide (celexa), iron (iron supplement), ondansetron (zofran) and thomapyrin n (excedrin migraine). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during mensrtuation") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vaginal haemorrhage and nausea had resolved and the abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In (B)(6) 2009, total bilateral occlusion, tubes were blocked; essure placement was successful. On (B)(6) 2014 ultrasound pelvis revealed, uterus: the uterus measures 8.9 x 5.7 x 2.9 mm. The endometrium measures 5 mm in thickness and is normal in echogenicity and echo texture without focal lesions. The myometrium is homogeneous without focal lesions. The cervix is unremarkable. Impression: non visualization of the right ovary. Suboptimal evaluation of the right adnexa. 2. Otherwise no acute sonographic abnormality of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia, nausea . Most recent follow-up information incorporated above includes: on 16-jul-2018: pfs recevied. Events: vaginal hemorrhage, nausea were added. Concomitant diseases, concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, depression, anxiety, urinary frequency, back pain, allergic rhinitis, cervical dysplasia, human papilloma virus infection, cough, dysuria, reflux esophagitis, persistent vomiting, sprained back, dysphagia, acute sinusitis and carbuncle. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), iron and ondansetron (zofran). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("severe abdominal pain"), vomiting ("vomiting") and pain in extremity ("always in my legs and goes straight to my feet and it burns like hell"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vaginal haemorrhage and nausea had resolved and the abdominal pain, headache, vomiting and pain in extremity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6)2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In (B)(6)2009, total bilateral occlusion, tubes were blocked; essure placement was successful. On (B)(6)2014 ultrasound pelvis revealed, uterus: the uterus measures 8.9 x 5.7 x 2.9 mm. The endometrium measures 5 mm in thickness and is normal in echogenicity and echo texture without focal lesions. The myometrium is homogeneous without focal lesions. The cervix is unremarkable. Impression: non visualization of the right ovary. Suboptimal evaluation of the right adnexa. 2. Otherwise no acute sonographic abnormality of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia, nausea concerning the injuries reported in this case the following were reported via social media- vomiting. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "always in my leg and goes straight to my feet and it burns like hell were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, depression, anxiety, urinary frequency, back pain, allergic rhinitis, cervical dysplasia, human papilloma virus infection, cough, dysuria, reflux esophagitis, persistent vomiting, sprained back, dysphagia, acute sinusitis and carbuncle. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), iron and ondansetron (zofran). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("severe abdominal pain"), vomiting ("vomiting") and pain in extremity ("always in my legs and goes straight to my feet and it burns like hell"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vaginal haemorrhage and nausea had resolved and the abdominal pain, headache, vomiting and pain in extremity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In (B)(6) 2009, total bilateral occlusion, tubes were blocked; essure placement was successful. On (B)(6) 2014 ultrasound pelvis revealed, uterus: the uterus measures 8.9 x 5.7 x 2.9 mm. The endometrium measures 5 mm in thickness and is normal in echogenicity and echo texture without focal lesions. The myometrium is homogeneous without focal lesions. The cervix is unremarkable. Impression: non visualization of the right ovary. Suboptimal evaluation of the right adnexa. 2. Otherwise no acute sonographic abnormality of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia, nausea concerning the injuries reported in this case the following were reported via social media- vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, depression, anxiety, urinary frequency, back pain, allergic rhinitis, cervical dysplasia, human papilloma virus infection, cough, dysuria, reflux esophagitis, persistent vomiting, sprained back, dysphagia, acute sinusitis and carbuncle. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), iron and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during mensrtuation"), abdominal pain ("severe abdominal pain") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vaginal haemorrhage and nausea had resolved and the abdominal pain, headache and vomiting outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In (B)(6) 2009, total bilateral occlusion, tubes were blocked; essure placement was successful. On (B)(6) 2014 ultrasound pelvis revealed, uterus: the uterus measures 8.9 x 5.7 x 2.9 mm. The endometrium measures 5 mm in thickness and is normal in echogenicity and echo texture without focal lesions. The myometrium is homogeneous without focal lesions. The cervix is unremarkable. Impression: non visualization of the right ovary. Suboptimal evaluation of the right adnexa. 2. Otherwise no acute sonographic abnormality of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia, nausea concerning the injuries reported in this case the following were reported via social media- vomiting. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from socxial media received. Event vomiting was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.